Event description:
It was reported that a coil loop prolapsed from the aneurysm during the procedure, no thrombus was noted. No other information was provided.

Event description:
During the balloon assisted coil embolization procedure, a loop of the coil protruded from the aneurysm following detachment. The physician used balloon remodeling and the placements of two further coils to resolve the issue. There was no reported clinical consequence to the patient.

Manufacturer narrative:
A device history record review confirmed that the device met all material, assembly and performance specifications. Additional information from the user facility stated that there were no issues or difficulties noted during the preparation or use of the coil. It was verified under fluoroscopy that the coil was fully contained within the aneurysm prior to detachment and the microcatheter distal end was not under any stress. The coil remains implanted so was not available for evaluation. From the information provided there is no indication of any misuse or user error. Based on the information available and the investigation it is most likely that operational context is the cause of the reported event.